Event description:
It was reported that the patient fell on (B)(6) 2014 and since then he had not been able to connect to the implantable neurostimulator (ins) with the implantable neurostimulator recharger (insr) or the patient programmer (pp). The recharger showed the patient to adjust the antenna which he was, but it was still not working. It was also reported that the patient was not currently feeling stimulation which started after he fell on his back. The patient was going to contact the healthcare provider (hcp) and manufacturer¿s representative (rep) regarding this event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3550-39, lot# n200012, implanted: (B)(6) 2009, product type accessory; product ID 37754, serial# (B)(4), product type recharger; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).